Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 600 mg/dl. Customer stated that they just started using the insulin pump today. Customer stated that she has had no training, and her blood glucose was high and just changed her infusion set. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that tested blood glucose and delivered a bolus with the bolus wizard. The insulin pump will not be returned for analysis.